Event description:
It was further reported that the rv lead was capped and replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for a high number of short v-v intervals and variable impedance. That same day, the rv lead also triggered an alert for low pace/sense impedance. Over a year later, the lead triggered the same two alerts a second time. Four months after that, the lead triggered a lia for high rate non-sustained episodes and a high number of short v-v intervals. It was also reported that the lead was oversensing and had noise on high rate non-sustained episodes. The lead remains in use with the physician electing to continue to monitor the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.